Manufacturer narrative:
Image review: image depicts the distal end of the guide catheter with a kink on the curve and a guidewire exiting the tip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one 6f launcher guide catheter, the catheter kinked at the green part at the tip of the device while in the patient. The lesion had moderate tortuosity. The device was not inspected prior to use. The device was prepped per IFU with no issues noted. Resistance was not encountered when advancing the device. Excessive force was not used during insertion/delivery. The device was excessively torqued. It was detailed that upon reaching the vicinity of the target location the catheter kinked, making advancement and withdrawal difficult. It took several attempts to successfully retract the catheter. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: the patient was referred for surgery after thrombolysis for acute myocardial infarction. The proximal left anterior descending (lad) artery was being treated which had thrombolysis-induced recanalization with 95% residual stenosis and visible thrombus. A left radial approach was used. Attempts to position the launcher guide catheter over the guidewire into the left coronary artery (lca) were difficult. An additional non-medtronic guidewire was used to help advance. It was detailed that upon reaching the vicinity of the target location the catheter tip kinked, making advancement and withdrawal difficult. The angiographic wire became embedded, and the launcher got stuck, making it difficult to move forward or backward. Another angiographic wire was inserted into the launcher catheter to resolve the kink. The launcher catheter and wires were withdrawn slowly. Resistance was noted during removal of the device, but not too much force was used. Another 6f launcher guide catheter was attempted, but the patient experienced significant upper limb vascular spasm preventing wire advancement. As the patient had achieved thrombolysis-induced recanalization, had a heavy thrombus burden, and resolved chest pain, the decision was made to administer anticoagulant and antiplatelet therapy, schedule a repeat angiography at a later date, and proceed with intervention if indicated. The patient's condition at end of surgery was described as good. He patient had no other symptoms of injury. The thrombus did not occur due to the kink of the launcher in the patient. Patient gender provided. Section b.1, b.2, b.7 and h.1 updated. Lot number provided. Initial reporter name and phone number provided. Event date provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.